Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of cr bard inc (importer).

Event description:
This is a claim received from a lawyer firm in the (B)(6). The customer states that on (B)(6) 2012 by a gynaecologist from the (B)(6) a parietex mesh was put in place. Immediately after the operation the pt received severe complaints. No item code or lot number listed.